Manufacturer narrative:
Approximate age of device: 4 mos. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced pump thrombosis due to mistakenly skipping a medication. A pump exchange from one lvad to another lvad was performed.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of thrombus could not be confirmed, and no device-related issues were identified during the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut 12¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.